Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first firing of the first reload being applied to the stomach, the surgeon pushed the green button and the screen had been disappeared. The rotation buttons were active but just the green buttons were inactive and the device jaws lock on tissue. All the components of the device removed one by one. The surgeon tried to change the loading unit and loaded two other more reload, but it did not fire anymore. Finally the surgeon decided to complete the resection manually with manual stapler and the procedure was delayed at least 30 minutes. There was no patient injury.